Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an implant procedure on (B)(6) 2014 and system diagnostic results revealed high impedance (impedance value = 10,000 ohms). Generator diagnostics were performed and showed that the pulse generator was functioning normally. No patient adverse events were reported. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.